Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that drive support cap was protruded and sticking out. Customer experienced high blood glucose of 300mg/dl at time of incident and current blood glucose was 240mg/dl. Customer was treated with insulin pump. Insulin pump will be return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The drive support disk was inspected and no anomaly noted. Device received with minor scratched lcd window and cracked reservoir tube lip.